Event description:
Pt had silicone implants in 1989 for breast augmentation. Pt had a normal post-op recovery. Pt recently presented to the physician's office with complaints of pain and firmness. Pt elected for removal of implants and replacement upon removal implants were noted to be degraded and grade IV encapsulation. Implanted in another institution. No info on implant.